Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty interventional procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - address 1: (B)(6).